Event description:
It was reported to boston scientific corporation in 2009, that a speedband superview super 7 multiple band ligator was used during an esophagogastroduodenoscopy procedure performed in 2008. According to the complainant, the band was falling off a patient's variceal during the procedure. No attempt was made to retrieve the device. The procedure was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.